Event description:
The patient with implanted hakim valve presented with an external cerebrospinal fluid leak at the site of the valve. Surgeon suspected a disconnected connector but during surgery discovered a fractured anti-siphon device housing that caused the csf leak. The surgeon explanted the valve and placed a ventriculostomy.